Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal discomfort or repletion sensation. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime (discontinued, dose, frequency and duration were not reported) and vancomycin (2gm, every 5 days, intraperitoneal, ongoing, duration was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information to b5. B5: upon follow up, it was reported that the patient completed vancomycin treatment and twenty-four days after the event onset, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.